Event description:
The customer advised that the serrations are too deep and they are causing teeth to crack.

Manufacturer narrative:
Measurement of a sampling of the serration depths showed 0.009, 0.011, 0.010 inch depths on the returned samples. The depths of the serrations were not deemed deep. The applied force to teeth may be excessive. No return rates for these intruments, no further actions will be taken.